Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, several episodes of post-paced t-wave oversensing were noted on the device. Technical support recommended reprogramming. No intervention was performed to resolve the event and the patient's condition was stable.